Event description:
Reference MFR reports: 1627487-2013-02012. It was reported one of the patient's lead had fractured and the patient consequently experienced a loss of stimulation. The physician decided to explant and replace both leads with a paddle lead. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.